Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, right atrial (ra) lead exhibited high pacing impedance issue. The ra lead was replaced and the procedure was completed successfully. There was no patient consequences.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. Final analysis found the complete lead was returned in one piece. Visual and x-ray examination of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.